Event description:
It was reported that during follow-up, the pulse generator exhibited t-wave oversensing. The device was reprogrammed and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.